Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). Events reported via: 2210968-2023-06641.

Event description:
It was reported that a patient underwent a c section procedure on an unknown date and barbed suture was used. During the procedure, the needle was detached from the suture during suture on uterus. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.